Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the 8mm prograsp forceps instrument's wrist of tip was damaged, shedding from instruments. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips diameter measures approximately 2.80 mm at the swaged end compared to the nominal pin diameter of 5.26 mm. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.